Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that order was verified but it was not linking to pyxis. The technical support specialist (tss) dialed into the server, logged into patient encounter system (pes), retrieved the patient vid, and ran a patient case query for the period from (B)(6) 2025. No order ID was found in the database as mentioned in electronic protected health information (ephi), and a server-down query showed no disconnected flags with zero available processing messages. The case was then assigned to integration engineering support team (iest) for further assistance. Upon investigation, the interface search confirmed that the order was not received from the host system, and the customer was advised to contact the host vendor for resolution. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server order did not linking to pyxis. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.